Event description:
It was reported that the patient experienced an infection with his inflatable penile prosthesis (ipp) device. The patient underwent a surgical procedure in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection with his inflatable penile prosthesis (ipp) device. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.